Manufacturer narrative:
The 510k: this report is for two (2) unknown matrixmidface screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a fibula free flap on (B)(6) 2018, two (2) unknown matrix midface screws broke upon insertion. The tips of the screws were left in the patient. This was a cancer case and the midface screws were being put into the fibula which is a very hard bone. The fibula was being used to reconstruct the maxilla. Procedure outcome and patient status are unknown. This report is for two (2) unknown matrixmidface screws. This is report 1 of 1 for (B)(4).